Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis(ipp). The existing ipp reservoir was removed and replaced with a new reservoir. Additional information received stated that the ams 700 did not work due to a hole in the reservoir that resulted fluid leak. The patient status post procedure was reported to be fine.

Manufacturer narrative:
Reservoir fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of sharp instrument damage. Fluid loss was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product analysis confirmed the reported fluid loss. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of unintended user error caused or contributed to event was chosen because it is probable that the confirmed fluid loss was caused by unintended contact with a sharp instrument. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis(ipp). The existing ipp reservoir was removed and replaced with a new reservoir. Additional information received stated that the ams 700 did not work due to a hole in the reservoir that resulted fluid leak. The patient status post procedure was reported to be fine.